Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm mesh on (B)(6) 2017 with lot and batch number log 786442 and catalog number 1016002. After surgery, the patient returned to the hospital on (B)(6) 2019, for a revision surgery due to recurrent hernia repair. On (B)(6) 2019, patient underwent drainage for an infected surgical wound. On (B)(6) 2019, patient underwent a mesh removal surgery.

Manufacturer narrative:
Previous emdr submission noted wound infection, post-operative as a serious injury. With additional information provided, abbvie medical safety determined since an infected surgical wound was not reported until approximately 2 weeks after the implantation of the progrip mesh; hence, is not related to the strattice. A review of the device history record for strattice lot sp100550 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 13/feb/2025, pmqa received notification from legal that the plaintiff profile form (ppf) was received associated with this event. As per the ppf form, the patient underwent a incarcerated right inguinal hernia surgery and was implanted with a strattice device lot sp100550-157 on (B)(6)2017. On (B)(6)2019, patient underwent repair of recurrent right inguinal hernia and implanted with a 2nd non-abbvie device, parietex progrip lot #stc1851x. On (B)(6)2019, patient underwent incision & drainage, debridement. On (B)(6)2023, patient had an open exploration of right groin, removal of infected mesh, orchiectomy (parietex mesh was partially removed due to infection). On (B)(6)2023, patient has incision, drainage and sharp debridement right groin. The form lists the condition that was treated: (B)(6)2017: repair of incarcerated and strangulated recurrent inguinal hernia with strattice mesh, small bowel resection with primary gi stapled anastomosis. (B)(6)2019: repair of recurrent right inguinal hernia with mesh (parietex progrip mesh). (B)(6)2019: infection along right groin hematoma, wound continues to drain. (B)(6)2019: continued purulent drainage from sinus opening, infected surgical wound, incision & drainage; debridement. 2022: infection. (B)(6) 2022: consult regarding mesh removal. (B)(6)2023: open exploration of right groin, removal of infected mesh, right-sided orchiectomy. (B)(6)2023: incision, drainage and sharp debridement of right groin wound, wound vac (transferred to main hospital for cardiac issues). (B)(6)2023: exam under anesthesia, right groin wound care. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm mesh on (B)(6)2017 with lot and batch number log786442 and catalog number 1016002. After surgery, the patient returned to the hospital on (B)(6)2019, for a revision surgery due to recurrent hernia repair. On (B)(6)2019, patient underwent drainage for an infected surgical wound. On (B)(6)2019, patient underwent a mesh removal surgery.